Manufacturer narrative:
(B)(4). Complaint device was not returned for evaluation. The transmitter (sttt-rx-001/6a304/5199176) being used at the time of event was returned. A visual exterior inspection was performed on the transmitter and it passed. A global transmitter functional test was performed and resulted in software failure. The software failure found from the functional test confirmed the reported complaint. Based on the finding of the software failure this is being reported. The root cause was determined to be software failure.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 their receiver had an unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.